Manufacturer narrative:
(B)(4). Date sent 2/19/2025, d4 batch #979a55. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60g reload was received unfired and with the reload body damaged. Upon evaluation of the reload, the reload pan was noted to be partially dislodged at the proximal end from the left side, with 7 double drivers missing, and the sled was noted to be slightly out of position. No functional test could be performed due to the condition of the reload. It is possible that the damage noted on the returned reload was due to improper handling of the reload. It is possible that when removing the staple retainer in an upward and distal to proximal sliding manner prior to loading the reload into the device can eject the sled from the proximal end of the reload. The IFU instruct the user to leave the staple retainer in position until the reload is loaded into the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 979a55, and no non-conformances were identified. The lot#126c64 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during a lobectomy procedure, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.